Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes (2 cfu/ml) for the previous 2 months. The user facility ordered the device to be cleaned thoroughly and new samples were taken on october 26th. It has also been reported that the results of microbial tests were positive for unspecified microbes (22 cfu/ml). Other detailed information such as reprocessing method is not provided. There were no reports of infection related to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reprocessing practice of the user facility was checked and one deviation from the instruction for use of the subject device was confirmed as follow. The biopsy valve, air/water valve, and the suction valve had not been brushed. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and confirmed as follows. There was an air leak in the right/left angulation control knob. There were cracks in light guide lens and objective lens. The glue around the objective lens was broken. There were dents on angulation control knobs. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel, and auxiliary water channel of the subject device. The exact cause of the reported event could not be conclusively determined.